Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a watchdog timeout alarm. Customer's blood glucose was unknown at time of incident. Customer states that after changing battery with aaa alkaline the pump did not work. Product will be returned for analysis.

Manufacturer narrative:
After battery installation device gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify watchdog timeout alarms due to full segment display. No unexpected audio or beep anomalies were noted.